Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post pocket closure the left ventricular (lv) lead dislodged back into the main coronary sinus and was not functional. A lead revision was performed successfully and the lv lead remains in use. No patient complications have been reported as a result of this event.